Event description:
Went to use the perclose proglide and it was missing the suture. Grabbed another perclose to finish the case. Clinical site worked with the manufacturer rep directly regarding product.